Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28aug2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.